Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power was too low on the small battery drive device. It was further determined that the device failed pretest for check power with test bench, min.67.5 to 110 w, check the function with epd-console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle, check the off/osc/on switch mode function and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date device returned to manufacturer was documented as jan 30, 2018 on the initial report and has been updated as jan 31, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.